Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted. No cracked lcd screen and display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell causing damage to display screen which prevents reading of display screen. Customer's blood glucose was 184 mg/dl. Customer was advised that insulin pump would need to be replaced.